Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the event involved a (B)(6) female pt while in the cath lab. During insertion, when the balloon was inflated as the catheter was advanced to the right atrium, the balloon ruptured. As a result, the catheter was removed and replaced with another one. The inflation media used was co2. The syringe used was the one in the kit. The balloon did not have any problems during pretest. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy noted with no harm to the pt. The pt outcome is good. Add'l info received on (B)(6) 2012 stated that the customer does not remember the volume of co2 used. They did use the syringe that was in the kit. Also, they emptied the balloon and then reinflated the balloon in order to prevent over inflation. Then the balloon ruptured.